Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 404 mg/dl. The customer treated high blood glucose level with injections. The customer reported that the insulin pump was constantly beeping on auto mode. It was unknown whether the insulin pump was on auto mode at the time of the incident. The customer stated that they would change the infusion set and reservoir and call back for troubleshooting if issue continues. The insulin pump's serial number was burred off. The insulin pump will not be returned for analysis.